Event description:
It was reported that the ventilator repeatedly alarmed for low minute volume and the ventilator volumes were very low. The patient's mom and home health nurse had changed out the patient circuit and the patient's trach. There are allegations of ventilator malfunction causing patient harm. No further details are known at this time.